Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d6a, d6b, g1, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Malposition: unable to observe since it is not related to the device. Unsatisfactory result: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "rupture" against right device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the posterior side assessed as fold flaw opening. Malposition: unable to observe since it is a medical event and is not related to the device. Unsatisfactory result : unable to observe since it is a medical event and is not related to the device. Additional observation. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Later, healthcare professional reported right side "implant shell in pieces", linguine sign consistent with intracapsular rupture per MRI, and "implant rupture, implant malposition, bilateral breast ptosis, breast asymmetry, waterfall deformity." The device has been explanted.

Event description:
Healthcare professional reported right side "rupture." Healthcare professional later reported "implant shell in pieces", linguine sign consistent with intracapsular rupture per MRI, and "implant rupture, implant malposition, bilateral breast ptosis, breast asymmetry, waterfall deformity." Device has been explanted and replaced.